Event description:
It was reported patient was experiencing pocket pain. Surgical intervention was undertaken where the ipg was explanted and replaced and the ipg site was relocated.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.